Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per csr dealer stated that the enduser told him the wheel locks are not holding.